Manufacturer narrative:
The field service engineer (fse) observed the tubing at the feed-thru fitting ff42 was spraying diluent during the backwash cycle. The fse replaced the affected tubing and cleaned the aspiration path to the needle to resolve the issue. No further evidence of fluid leak was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The affiliate reported the customer alleged approximately 100 milliliters of clear fluid leaked on the floor involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.